Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 22, 2009, that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) procedure performed in 2009. According to the complainant, the first three bands were fired without problem. During the fourth attempt, the suture between tripwire and ligation unit was broken and they were unable to fire the other bands. The device was removed and the gray band was found to be broken off. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "good."